Manufacturer narrative:
An event of patient death following cardiac arrest was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the physician suspected coronary syndrome. This could not be confirmed as no autopsy was performed. The patient had a history of coronary artery disease, medication treatment for hypertension, native valve calcification and stenosis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 23mm trifecta valve was implanted without pledgets using single interrupted sutures and a concomitant coronary artery bypass was performed. On (B)(6) 2018, the patient was admitted to the emergency room with cardiac arrest and attempts were made to stabilize the patient. However, the event was fatal and the patient expired in the hospital. The physician suspected coronary syndrome, however, no autopsy was performed. The patient had a history of coronary artery disease, medication treatment for hypertension, native valve calcification and stenosis. (Clinical study patient ID: (B)(6)).